Event description:
The customer reported, that this insufflator was in use when the patient suffered a cardiac arrest. The customer reported, that this event resulted because the co2 stimulated the patient's vagus nerve. The patient was successfully resuscitated. To date, there is no known injury to the patient.

Manufacturer narrative:
Investigation findings: to date, conmed linvatec has not received this device for evaluation. Conmed linvatec contacted the user facility for additional information regarding this event and to request return of the insufflator to perform an investigation on the device. Conmed linvatec will submit a follow-up report upon receipt of this unit and completion of an investigation. There are no other reports for this type of event related to this device. The user facility reported that cardiac arrest due to co2 stimulation of the vagus nerve is not uncommon; however, the propensity for occurrence is not known.